Event description:
Caller reported cgm error 42. Blood glucose level was within normal range, with no adverse impact to the customer's health. Technical support provided complete pump reset information and guided the caller through resetting the pump. After the reset, the cgm error code did not reappear, and the caller successfully started a new sensor session.